Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found the video generator board to fully boot up. To fix the issue the fse replaced the video generator board and recalibrated the unit. The fse performed all functional and safety tests and passed per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that after loading software the screen cardiosave intra-aortic balloon pump (iabp) would not boot up and the screen was stuck on the maquet logo and then alarmed. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.